Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes <250 ohms lead impedance and no capture in the bipolar configuration.